Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time it was reported that the pt underwent a left total knee arthroplasty. It was reported that during the intraoperative period, the pt received dilaudid 1 mg and fentanyl 150 mcg. The customer contact reported, that during the first 15 minutes after arrival to post anesthesia care unit (pacu), the pt's respirations were decreased and the pt was unresponsive. It was reported that the pt was treated with nalaxone 100 mcg, the pt responded and was extubated. It was reported that after the pt was awake, the pt's pain level increased. The pt was treated with unspecified concentrations of dilaudid. It was reported the last delivery of dilaudid was at approx 1200. At an unspecified time in pacu, the device was programmed to deliver morphine 1 mg/ml, in the pca only mode, with a 1 mg pca dose, a 12 minute lockout, and a 20 mg four hour dose limit, a loading dose of 1 mg, and the delivery was started. The customer contact reported that the pt received a total of 5mg of morphine over 3 hours in the pacu. At 1500, the pt's pain level was 7/10, a sedation level of 2-3, oxygen saturation was 97% on 3l of oxygen via nasal cannula, and the pt was transferred to the medical surgical unit. The customer contact indicated that after the patient arrived in the unit, the device display was blank and that the device had powered off reportedly while plugged into ac power. It was not specified if the pump sounded an audible alarm tone. It was reported the nurse reprogrammed the device to deliver at the previous programmed settings as ordered by the physician. After an unspecified length of time, it was reported that every time the pt pressed the pt pendant, the device continual beeped; however, device display did not indicate an alarm condition. The device was removed from clinical service. Therapy was to be resumed using a replacement device. At 1537, it was reported that the pt was found with no respirations, no pulse, cyanotic lips and a code blue was called. At that time, cardiopulmonary resuscitation was begun. After the code team arrive, the pt was treated with narcan 0.4 mg. At 1600, the pt pulse was palpable and the pt was alert. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the last programming of the device history indicates that at 1205, the device was programmed in the pca only mode to deliver a 1 mg/ml concentration, with a 1mg pca dose, a 12 min pt lockout, a 20 mg 4 hour does limit, a 1 mg loading dose was delivered and the door was locked. Between 1241 and 1505 there were five 1mg pt initiated deliveries and 16 unmet demands. Between 1512 and 1513, the device was powered on and was reprogrammed in the pca only mode to deliver 1 mg/ml concentration, with a 1mg pca dose, a 12 min pt lockout, a 20 mg 4 hour does limit. Between 1514 and 1527, the door was locked, there was one 1 mg pt initiated delivery, 35 unset demands, and the device was powered off. This report represents all the info known by the reporter upon query by hospira personnel.